Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service codes 204 and 107) has been confirmed. The cause for the device codes is a damaged green wire (+3.3v) and a damaged black wire (12v) inside the trunk cable connector. The cause for the damaged wires is a cracked trunk cable connector. The root cause for the damaged connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) old, female, pt, called zoll customer support to report service code messages 107 and 204. The pt was provided with a replacement electrode belt.